Manufacturer narrative:
The customer was using another lot during the monitoring of this patient ((B)(6) 2014), but the lot number was unknown, therefore, only one manufacturing device report is being submitted. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a falsely elevated ca19-9 result on the architect i2000sr analyzer. The (B)(6) male patient has been diagnosed with invasive ductal carcinoma, stage iii. The following data was provided sid (B)(6): previous result of (B)(6) 2015 was 10.7, repeated (B)(6) 2016 as 140.5 u/ml. The patient had a follow up pet/CT scan as per his follow up protocol and there was no sign of cancer. There was no additional impact to patient management.